Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient¿s spouse contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verioiq meter read inaccurately high compared to another device (emergency medical service meter). The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began 2 weeks prior to contacting lfs. The reporter informed the csr that the patient manages his diabetes with insulin (unknown type; self-adjuster). The reporter claimed the patient continued to take his normal dose of insulin in response to the alleged issue. The reporter claimed that 2 weeks after the alleged issue started the patient experienced a ¿hypo¿ and ¿fainted¿. Emergency medical services (ems) was reportedly contacted for assistance. The reporter claimed the patient¿s blood glucose was tested with the subject meter during the hypoglycemic episode and a reading of ¿166 mg/dl¿ was obtained. When ems arrived, the reporter claimed the patient¿s blood glucose was tested on the ems device and a reading of ¿27 mg/dl¿ was obtained. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The reporter claimed the patient was administered a glucagon injection and was then brought to hospital where he was given an infusion to increase his blood glucose. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The csr noted the patient was following the incorrect testing process by using alcohol to clean the puncture area prior to testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by a health care professional (hcp) after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.